Manufacturer narrative:
The insulin pump no button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarm noted. The insulin pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed multiple no delivery alarms and the device was cracked in the corner. Customer's blood glucose was 205 mg/dl. Found button error alarm in history. Customer was advised that the device will be replaced. Customer agreed to return the device for analysis.